Event description:
It was reported that the monitor doesn't start. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01/27/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the display had no function. The DHR review has been deemed satisfactory. The reviewed service history documentation for cam01 monitor serial number (B)(4) has identified no impact on complaint incident. The complaint history review from 10-dec-2014 to 11-jan-2016 revealed this complaint is the 1st identified complaint for the reported failure associated with the cam01 monitor with the root cause not determined. No trend has been identified. Conclusion: the customer complaint incident ¿monitor doesn¿t start¿ was verified and duplicated. Root cause not determined; cam01 monitor¿s display had no function